Event description:
The devices were used during an unknown procedure. It was reported by the affiliate that the staples would not advance. There was no patient consequence.

Manufacturer narrative:
D5,6; h3,4,6; h4: added additional info. Visual inspections & results: head rotates, nose shroud cracked/broken, and trigger engaged with precock, ab,yes; staples in nose, a(2inverted),b(3t; and staples in the track, a(7),b(8). Functional tests & results: cycled instrument, ab,yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instruments' "staples would not advance" was due to twisted staples in the cartridge nose and a yielded nose weld on both devices. No conclusion could be reached whether the twisted staples caused the nose weld to yield or the yielded nose weld caused the staples to become twisted and inverted.